Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - two weeks post-implant, it was reported that during a routine follow-up, loss of capture was exhibited with this right atrial lead. While no adverse patient effects were reported, the physician elected to surgically intervene and reposition the lead tip. To date, the lead remains implanted and in service. No adverse patient side effects have been reported.